Manufacturer narrative:
The following were reviewed as part of this investigation: sample (if available), patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken lidocaine ampoule and rust kit components is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc 3cg kit was returned for evaluation. An initial visual observation showed the kit was returned without its outer packaging. Rust was observed on components within the returned kit, and the lidocaine ampoule was found to be broken with multiple shards of glass within the kit tray. The foam envelope in which the lidocaine ampoule is packaged was not returned with the other kit components, and some other components were also not returned with the kit. While the rust observed within the kit may have been caused by exposure to lidocaine from the broken ampoule, it was not possible to determine when or where the lidocaine ampoule was broken. Possible causes include damage during shipping, handling, storage, or use.

Event description:
It was reported by the customer "components in PICC tray had rust on them and lidocaine vile was broken."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regs0821 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "components in PICC tray had rust on them and lidocain vile was broken."